Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. One device was returned for analysis. Visual inspection found a bubbled downstream occlusion seal. A visual inspection was performed and the reported issue was confirmed. The cause of the reported issue was due to the downstream occlusion seal. As a result, the downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a battery problem. It was later reported that the issue was the occlusion seal downstream, lens. There was no patient involvement.

Manufacturer narrative:
E1: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.